Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was seen in clinic after the patient received an alert for high out of range pacing lead impedance. Thresholds were also higher than what would be desired. Lead was capped and replaced on (B)(6) 2016. Patient's condition was fine before, during and after the procedure.